Manufacturer narrative:
Initial.

Event description:
It was reported that a cartridge leaked during filling of the ilet, with the user initially suspecting an oversized cartridge; comparison to a standard cartridge showed no size difference, and the medical device problem was characterized as a leak or splash involving the reservoir component. Symptoms included no clinical signs, symptoms, or conditions reported, with insufficient information otherwise. Outcomes included no health consequences or impact reported, with insufficient information otherwise. Investigation included communication with the user and analysis of information provided by the user or a third party. Investigation of this case revealed leakage at or related to a seal, consistent with a leak or splash issue associated with the reservoir component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.